Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 45 mg/dl. The customer stated that she bolused for 15 carbohydrates but believed that amount may have been more than she needed. The customer expressed being shaky and being unable to see. The customer treated her low blood glucose by eating berries and a cookie. The customer's blood glucose rose to 85 mg/dl. Adivsed that the customer may contact the emergency room for assistance. Advised customer to call back once the customer felt better. Nothing further reported.